Event description:
It was reported that the physician decided to wean the patient off the pump and have it removed; the patient was not getting therapeutic effect. The pump contained dilaudid 6mg/ml, 1.05mg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).